Manufacturer narrative:
Event date: unknown. This report is for 1 unknown matrix rib splint/unknown lot. Additional product code: hwc. Part number reported as potentially being 04.501.010, 04.501.011, or 04.501.012, but not able to verify if part is actually one of those numbers. Implant date: unknown. It is unknown if device was explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was preparing for a professional education event to take place on (B)(6) 2014. The presenting surgeon for this program submitted slides for review, and the reviewer noticed an image of a matrixrib splint that appears not to have stabilized the rib as planned. Image is attached to the email. This report is for an unknown matrix rib splint. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.